Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing (twos). However, upon review by technical services (ts), no evidence of twos could be found. The device was functioning as programmed. Later, twos was confirmed which produced an inappropriate shock. It was noted that this patient has frequent premature ventricular contractions (pvc). No adverse patient effects were reported. Currently, this s-ICD remains in service.